Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly "post surgery the patient had her hip pop out of the socket." It was further alleged that, the patient was in extreme pain and discomfort."